Event description:
Crrt [continuous renal replacement therapy] machine "r2" [redacted] stopped at approximately 0650 on [date redacted] showing an alarm of "patient disconnection". The access and return lines were checked and all seemed fine. When the alarm was silenced, another alarm indicated to check the return line, which, again, appeared fine. It was noted that the deaeration chamber was almost depleted, and we tried trouble shooting by re-filling the chamber. We got additional alarms on the machine. It was then that we noted the heparin syringe had been emptied, even though a new syringe had been hung only an hour prior. Because of this, it was determined that the blood should not be returned to the patient even if possible, and instead the hd cath [hemodialysis catheter] was clamped and the filter set with the blood was discarded. Another nurse had mentioned that this exact scenario has happened multiple times in the past with the same alarm of "patient disconnect" when the connections were intact, the air had been sucked out of the chamber, and the set had to be taken down during those previous instances. Blood flow rate was 85, dialysate 0, replacement 200, pre 500, access pressure -61, filter pressure 141, effluent pressure 3, return pressure 62, pressure drop 48, tmp 83, dearation level checked, blood warmer on, heparin infusing at 2.5, and recent act [activated clotting time] was 178. Device removed from service later in the day.